Event description:
It was reported that the reduction extender cracked. No patient complications were reported

Manufacturer narrative:
Macroscopic examination confirms the lateral guiding flange is broken. Optical examination of broken strap identified plastic d eformation at both of the lower corners of the flange, and interior witness marks, suggesting significant load may have been placed on the strap. The inner sleeve was not returned for analysis. The above observations are consistent with overload.

Manufacturer narrative:
(B)(4)